Event description:
It was reported the patient experienced phrenic nerve stimulation. It was found that the lead was dislodged. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).